Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented in the hospital for a hysteroscopy procedure. As per procedure, the patient's urine was tested on the hcg one step pregnancy test device and produced a positive result. Another urine test was performed and produced a positive result. A serum hcg was requested by the doctor and produced a result of less than 2 miu/ml. The doctor proceeded with the hysteroscopy procedure. Troubleshooting was conducted with the customer.

Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. Complaints are tracked and trended on a monthly basis.